Manufacturer narrative:
Per updated information intraocular pressure (iop) is stable, doctor monitoring for now. Claim # (B)(4).

Manufacturer narrative:
This complaint is not MDR reportable due to the lens is a vicm6 (no similar device marketed in the us). Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -7.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2023. The patient experienced excessive vault, transient loss of bcva (blurry vision with shadow) and significant reduction of iridocorneal angles. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)